Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: pump drive unit malfunction

Event description:
Major pump unit(s) involved: device thrombosisadditional text: elevated power, ld elevated, plasma hgb elevatedspecific component(s) involved: pump drive unit malfunctionadditional text: clotother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of pumpother intervention :type: lvad